Event description:
On (B)(6) 2012, it was reported that the patient was hospitalized for elevated blood glucose (bg) in (B)(6) 2012. The reporter stated that the patient was discharged to home after three days. No additional information is available. The reporter did not implicate that the pump may have been a factor in the hospitalization. However, this complaint is being reported because the pump cannot be ruled out as a cause or contributor of the bg excursion.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012 . Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: no activity outside normal use was observed in the black box or download history. The history in the pump from the date of the alleged event had been overwritten due to continued patient use. The black box showed dates from (B)(4) 2012 to (B)(4) 2012. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed delivery rates. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation.